Event description:
The customer reported that the pod was activated at 6:27 pm with blood glucose of 209 mg/dl and a 0.05 unit bolus was taken for correction. A t 7:02 pm her bg was 202 mg/dl; another 1.75 units were bolused. Her bg was up to 277 mg/dl at 8:40 pm and 334 mg/dl at 10:37 pm with no insulin reported for either time. She deactivated the device and observed that the cannula was bent and had blood in it.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The ominipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod."